Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose over 500mg/dl. The customer also reported having difficulties with inserting her infusion sets, and she has attempted to insert several times. The customer was experiencing unexplained high glucose for (B)(6). Troubleshooting was performed. The customer's most recent glucose reading was 116mg/dl, and she was treated with the insulin pump and manual injections. Reviewed the programming, time, and date. Ran a fixed prime test and passed. No further info was provided.